Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The device was tested without reproducing the reported issue. Subsequent functional verification testing and calibration were completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. Based on livanova field service intervention done, it cannot be ruled out that no intrinsic deviation of the device occurred but the most likely root cause is related to a functional check failure during the user test.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the fio2 was incorrect when set around. The is no report of any patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the gas blender system. The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.